Event description:
Device report from synthes europe reports an event in (B)(6) as follows: breakage of plate. On (B)(6) 2011 it was noted the flail chest r6, 7, 8, 9 were broken. Supply with matrixrib plate. The implant was removed due to breakage. It was also noted 4 screws could not be loosened from the plate. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process.

Event description:
This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional evaluation coordinated by synthes (B)(4) reports the following: the screws are concomitant devices, which did not play a role in this event. Due to forces, that may have been greater than the tolerable load, the plate broke. There are no issues against the screws.